Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that the rn noticed tubing leaking nicardipine gtt. All connections tightened, still leaking. Unsure of location of breakage/leakage.

Manufacturer narrative:
The customer reported that the tubing was leaking, and returned one used set of material: 2420-0007, lot: 24026270. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water by gravity, and was closed off at the luer, and pressurized by syringe. No leaks or other issues were found. The set was left to infuse blue dye water for 30 minutes at 120 ml/hr. Again, no leaks or issues were observed. The complaint of leakage could not be verified. The root cause of the leakage could not be found without a replicated failure. Device history record review for model: 2420-0007, lot number: 24026270 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27feb2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.